Manufacturer narrative:
(B)(4). Date sent: 2/10/2020. Investigation summary: this is an evaluation of a picture sent by the account. The image is of what appears to be a harmonic device with the blade tip broken off and present in the image. Our manufacturing process has been reviewed and there is no current evidence of this issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Because the instrument was not return our evaluation is limited.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the procedure, the screen displayed a screen instructing to clean the jaw. The device was removed from the abdominal cavity and during the cleaning, the blade cracked, preventing the operation of the device. A new har36 unit was installed and the procedure continued without major problems and there was no harm to the patient.